Event description:
It was reported that multiple episodes of asystole were recorded in the first two days after implant. The episodes appeared to be false due to loss of contact having the distinguishing marks of a very straight baseline and with sharp signals beginning and ending the episode. The recorder remained in use until it was removed and a pacemaker system was implanted approximately three months later. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.